Event description:
Customer reported malfunction on the pump, displaying malf 12, which was noted to have occurred three times previously. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, advising customer to use the current pump in the meantime.